Manufacturer narrative:
Concomitant: product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported that the patient had their implantable neurostimulator (ins) for pain for three years, and needed to get a hold of the manufacturer¿s representative (rep). The patient¿s battery was not holding a charge well anymore and the patient was quite concerned. It was noted the patient had always been able to contact the rep. Directly when adjustments were needed.

Event description:
It was reported that the patient would fully charge their implantable neurostimulator (ins) and the following day the ins would be at discharge. It was noted the ins draining rapidly had been intermittent. It was further noted that this has happened three times since easter. It was noted the patient was charging more than expected. The reporter stated that stimulation turned off when the ins was at discharge. Additional information received reported the patient would contact the manufacturing representative if this occurred again. It was noted intervention would be taken if this event occurred again. It was further noted the patient was doing well. Additional information was requested, but was not available as of the date of this report.